Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Removal of psl cup, alumina liner, and alumina head which was broken in pieces inside patient. Alumina insert was worn into metal backing. Patient had dislocated and upon x-rays saw the broken liner and head. Deputy revision implants were used.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving a ceramic head was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review concluded there is only a very brief surgical report that details nothing more than the implants used. There are no x-rays, no clinical information and no explants for analysis. Consequently, there is no info to analyze any potential factors to the failure for this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Removal of psl cup, alumina liner, and alumina head which was broken in pieces inside patient. Alumina insert was worn into metal backing. Patient had dislocated and upon x-rays saw the broken liner and head. Deputy revision implants were used.